Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pk5151, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent laparoscopic repair of right inguinal hernia on (B)(6) 2020 and suture was used. The needle broke when sewing the incision in the surgery. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.